Event description:
On 11/21/97, dr began procedure using a zeiss stn system. He was performing an anterior thoracic t-11 corpectomy and fusion with instrumentation. Physician placed drf in an unconventional manner, and was advised that it may affect accuracy. The physician proceeded. The physician then referenced the system, and was satisfied with the accuracy of the system. Two MFR reps from du puy and synthes, were also involved in the case and were advising the physician on the use of their instrumentation. Dr checked approaches sporadically throughout the case and continued to proceed. After all instrumentation was implanted, anterior-posterior x-ray allegedly revealed that a pedicle screw was positioned incorrectly. It allegedly appeared that the screw was misdirected by the cage. Physician believes that the cage may have modified the position of the pt's spinal anatomy. The dr corrected the misdirected screw. Pt allegedly suffered temporary post surgical paralysis due to alleged injury when the pedicle screw entered the spinal canal and cord. Pt is much improved and walking as of this report.